Event description:
In 2007, with doctor's prescription, I ordered "good night 420g CPAP" breathing support medical machine for sleep apnea. Six days later, a company delivered the machine; I plugged it in and noticed the "420g CPAP" machine constantly turns on/off. It won't keep pressure even if I reduce the air flow by 90%. The machine also smells of burning plastic, and I do not want to be breathing in the smell of burnt plastic. I then called a rep from "talk about sleep" and asked to return the machine back because it does not work properly and it smells of burned plastic. They hung up the phone on me two times, yelled at me, and told me, "no returns; you buy it, it's yours." This is a medical device; I don't want a device that may be poisonous and get me sick. They sold me a malfunctioned machine which can harm my body; therefore, I want my full refund back.

Event description:
.